Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID (B)(4)) was implanted on (B)(6) 2022. Five months after implantation the patient had fever and high intracranial pressure (icp). The valve was retrieved on (B)(6) 2022. It is unknown if the device has been replaced. The patient has been discharged from the hospital.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823832) was discarded by customer therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.